Event description:
The reporter stated the technician noted one haptic of a cq2015a collamer aspheric three piece lens was bent upon removal from the lens vial. The technician loaded the lens into the cartridge but after checking with the surgeon they decided not to use the lens. There was no patient contact. Another cq2015a model lens was implanted. The reporter stated the lens was received bent and was defective.

Manufacturer narrative:
Evaluation: results: a lens work order search was performed and no similar complaint was found.